Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00650 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6) 2009. Reportedly, the patient suffered injuries post-implantation including severe pain, and the recurrence of pelvic organ prolapse and stress urinary incontinence (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.